Manufacturer narrative:
During debugging it was found r31 (resistor) solder cracks open, not making contact with the trace. Resistor r31 on the pm pcba was soldered to the trace. Fi ventilator was tested again, and no failures occurred.

Event description:
The international customer reported the v60 screen froze and the unit turned off. There was no patient involvement.